Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a chest x-ray, no anomalies were noted. Upon interrogation, the right atrial lead exhibited noise which could be reproduced with -relatively little movement-. The impedance and capture threshold measurements were within range and stable. On (B)(6) the lead was capped and replaced, additional information was not available at this time.